Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
Variax wrist fusion plate was implanted. Follow up visit with patient revealed continuing pain, and a CT scan revealed all the distal screws were coming out and were stripped

Manufacturer narrative:
The reported event that the distal screws were coming out of the plate could be confirmed, since both x-rays and returned devices supported this statement. Based on the investigation, the root cause was determined to be user related. The failure was either caused by the not function of the locking mechanism due to incorrect placement of the screws, or by the non compliance of the patient. The first refers to the extensive damages found in the distal holes of the plate, as well as in the locking head of the 2.7mm screws (these are the screws that fit in the most distal holes). The smart lock mechanism allows a certain degree of freedom upon insertion/repositioning of the screw ¿ it allows the screw to be inserted 3 times before the locking mechanism is compromised. If the screw is inserted and pulled out more than 3 times, than the lip in the plate hole will be permanently damaged and not lock anymore, and this could probably be what happened in the present event. This statement is supported by the radiograph provided, which shows that the behavior of the screws were of the non-locking screws, which is an indication that the screws were not properly locked on the plate. Additionally, it was noted that only locking screws were used with the plate, to fill all the existent holes. However, this plate has 2 non-locking/oblong holes which should be filled with non-locking screws so, by using locking screws in these holes, the user is deviating from the operative technique. The second option refers to the possible non-compliance of the patient. If the patient did not follow the doctor¿s indications and applied a high load in the fracture site, in the early stages of bone healing, it is likely that the present event occurs. Note, as stated in the IFU (v15013 rev. N): ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered (e.g. Operative techniques). [¿] post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. '' [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Variax wrist fusion plate was implanted. Follow up visit with patient revealed continuing pain, and a CT scan revealed all the distal screws were coming out and were stripped. Patient had revision surgery on (B)(6) 2016 to remove plate and screws with more bone graft and different fixation.